Event description:
During shift check, the autopulse platform sn (B)(6), displayed fault 16 (timeout moving to take-up position). The customer tried replacing and adjusting the lifeband, along with replacing the autopulse li-ion battery, but the fault persisted. No device malfunction is suspected for the lifeband or battery. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform sn (B)(6), displayed fault 16 (timeout moving to take-up position)" was confirmed during functional testing and review of the archive data. The autopulse did not achieve the target depth for take-up within the specified time (5 secs) due to the drive train motor having rust/corrosion at the brake assembly area. The brake body was seized from the rust/corrosion, which prevented the brake from opening/closing during activation. This caused fault 16 and prevented the platform from performing compressions. Frequent daily device checks and storing the autopulse platform in a low humidity location could help prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer in 2016. The lack of regular maintenance could lead to degradation of the mechanical components of the drive train, including brake seizure. During visual inspection, the front cover was observed to be cracked in the front-end area and the bottom cover had cracks in the screw well area. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front and bottom covers will be replaced to address the damage. Based on archive data review, multiple fault 16 were observed on the event date, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault 16, thus, confirming the reported complaint. To remedy the fault code, ipa was used to clean and remove rust/corrosion at the brake housing area. The brake gap inspection was performed and verified the brake gap was within the specification of 0.008" ±0.001". The platform was tested with the large resuscitation test fixture (lrtf) without any fault or error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse platform with sn (B)(6).